Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be an unsecured back flex which was not secured perpendicular to the appropriate connector on the input/output printed circuit board. The back flex was secured properly with the audio functioning as expected.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no pt involvement.